Manufacturer narrative:
Batch review performed on 13 november 2018: lot 147308: (B)(4) items manufactured and released on 11 march 2015. Expiration date: 2020-01-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other device involved: mpact flat pe hc liner ø32/e reference 01.32.3244hct. Lot 133196: (B)(4) items manufactured and released on 07 october 2013. Expiration date: 2018-08-31. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director on november 16, 2018, 3.5 years after primary cementless tha dislocation of the joint occurred. This is likely due to intervened laxity of soft tissues. No report of a secondary damage of the components has been received, hence we should suppose that the event was not caused by any device malfunction. The most common causes for dislocation are insufficient soft tissue tension, inadequate geometry restoration, component malposition.

Event description:
The patient came in complaining of pain 3 years and half after the primary. The head dislocated from the liner on the patient's right hip. The surgeon revised the cup, liner and head.